Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material deformation was confirmed. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory in addition to the condition of the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and analysis of the returned device, a definitive cause for the reported difficulties could not be determined; however, factors that could contribute to failure to advance include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interaction with previously placed stents or accessory devices. Factors that could contribute to material deformation include, but are not limited to, inadvertent mishandling during sheath/stylet removal, preparation, during use of the device, interaction with anatomy or accessory devices. In this case, it is possible inadvertent mishandling of the device during sheath/stylet removal may have contributed to the reported material deformation, ultimately causing the reported failure to advance; however, based on the information provided by the account, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d4: lot number updated from unknown to 5061342d4: corrected primary UDI number from (01)08717648231308(17)(10)unknown to (01)08717648231308(17)280609(10)5061342h6: medical device code correction 1069 was removed

Event description:
Returned device analysis identified that there were no broken struts, they were bent. The account confirmed that the correct device was received. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that the 3.5x48 mm xience skypoint stent delivery system (sds) failed to cross the lesion and there were at least 3 broken struts. There were no adverse patient effects and there was no clinically significant delay in the procedure. Another xience skypoint sds was used to complete the procedure. No additional information was provided.